Event description:
It was reported that during surgery, the table would not descend to its lowest point. A service technician was immediately dispatched by alm for service. The table was returned to alm and a replacement table was sent to the customer.